Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, retested, and returned to the customer. Based on the file review, no further escalation is required per 1501-006-000 swi-sd-inf complaints escalation, infusion products global customer support operations. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Lvp bezel post recall group 2 -dom 2019- 07/25/2019 09:24:52 monica a bennett (mabennet) for recall contact james hackler site lead dcs 941-475-6571 ext 3772 email:james.hackler@ge.com 08/07/2019 12:18:54 thong trang (ttrang) estimate mjr waiting for approval. 08/29/2019 07:56:07 lauryne wasan (lwasan) npi confirmed updated from rcl to mjr for the major repairs needed per thong trang, service tech. Repair approved by stacie vannostrand, biomed, at stacie.vannostrand@healthtrustpg.com for $365. Use new po# 106329 09/11/2019 09:18:09 thong trang (ttrang) lvp bezel post recall completed, replaced bezel assembly. 09/12/2019 06:39:41 annette a mendez (amendez) 1001901781840003422300119242560105 01/31/2020 12:56:06 joseph kuhls (jkuhls) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.